Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was in electrocautery mode. While the device is in this mode, tachy therapy is unavailable to the patient. Evidence is suggestive that the device was intentionally programmed into electrocautery mode but there was a user error where the device was not subsequently taken out of electrocautery mode as required. It was noted that the patient will be brought into the clinic to have tachy therapy re-enabled on the device. The device remains in-service. No patient symptoms or adverse patient effects were reported.